Event description:
One patient with elevated free t3 result that does not fit the clinical picture. Sample initially tested (B)(6) 2007, result was 8.69 ng/l. Same sample repeated (B)(6) 2007 using different method gave result of 3.10 pg/ml. A different sample from the same patient was also tested using the initial method on (B)(6) 2007 and gave result of 8.81 ng/l. The investigational unit confirmed the elevated free t3 result. An interference factor binding to the idiotype of the monoclonal antibody was identified.